Manufacturer narrative:
The console or components were not returned for analysis. However, the console was serviced onsite by a field service engineer (fse). Replacing the vsb resolved the issue. The reported console smoking allegation was confirmed. Based on analysis results and information available, it is likely that the defective vsb contributed to the reported console allegation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that console suddenly turned off and would not start. Additionally, a burning smell was noted. Boston scientific has been unable to obtain additional information regarding procedure or patient outcome to date, despite good faith efforts.

Event description:
It was reported that console suddenly turned off and would not start. Additionally, a burning smell was noted. There was no further information provided on the procedure or patient outcome.

Event description:
It was reported that console suddenly turned off and would not start. Additionally, a burning smell was noted. Boston scientific has been unable to obtain additional information regarding procedure or patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Updated: block d4: the lot number was removed, as the console is serialized. The console was serviced onsite by a field service engineer (fse). Replacing the voltage select board (vsb) resolved the issue. The reported console smoking allegation was confirmed. Based on analysis results and the information available, it is likely that the defective vsb contributed to the reported issue. Subsequently, the vsb was returned. Upon receipt at our quality assurance laboratory, the vsb failed functional testing, which confirmed the complaint. Evidence from the product record review did not identify any potential product quality issue or new patient harm. A conclusion code of cause traced to component failure was assigned to this investigation.